Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center exhibited an e226 error code. The issue occurred, during preparation for use of an unspecified procedure. There were no reports of delays or patient harm.

Event description:
The device exhibited a e226 output problem error code.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, and corrections to fields b5 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.